Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced intermittent low blood glucose (bg) levels from 33 mg/dl to "low" per continuous glucose monitor readings. Most lows were addressed without assistance by consuming carbohydrates, however, one event required customer's child to call 911. Paramedics arrived at customer's residence and assisted customer by providing glucose tablets and preparing a sandwich for consumption. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.